Manufacturer narrative:
This event has been reported previously by the importer (report# (B)(4)). After confirmation, part of the importer's report was corrected as the following: (B)(6) for patient ID; (B)(6) years for age; 30-nov-2024 for (expiration date); patient/consumer for reporter occupation; 05-dec-2020 for block importer aware date; 13 months for device age. No lens was received from the patient for investigation. The specifications, appearances, sealing integrity for the stock lenses from the involved lot#619237 were inspected. The specifications were all met the acceptance criteria, and the lens appearances were all intact without any defect. The seal integrity of these blister packages was also all intact without any defect. The sterility test for the stock lenses including the relevant retention stock lenses was also conducted. The observation results showed that the products were completely sterilized and free from the presence of viable microorganisms. The manufacturing records for the involved lot#619237 were reviewed, there was no abnormality found. Each manufacturing process complied with the requirements and was operated under normal and stable conditions. The products passed all the routine inspections and tests. The products of lot#619237 were released under the qualified status. The history records of complaint, nonconformity issues and adverse event were also reviewed, and there was no trend could be identified. Based on the above investigation results, no abnormality with the lenses or the manufacturing process was found. No direct relevance could be found between the reported product and the event. The root cause could not be determined. No conclusion could be drawn. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.

Event description:
On 25-dec-2020, an email was received from the product importer/distributor. It was reported that a patient (pt) has been diagnosed with an eye infection, corneal ulcer, and corneal scarring as a result of using the reported lenses. The relevant information received at the same time showed that the event happened in the pt's right eye only. The date that pt wore the reported lens was unknown, but the pt contacted the pcp on 11-nov-2020 for a virtual visit because days had passed and the pt's eye was causing issues. After the pt visited the pcp for a check-up on (B)(6) 2020, the pt was advised to see the eye doctor instead. So the pt saw the optometrist on (B)(6) 2020 and was transferred to an ophthalmologist. The pt saw an ophthalmologist the next day and was confirmed the ulcer from lens use. The pt stated that the corneal ulcer was brought on by an eye infection that occurred while using the reported lens. The ulcer formed and scarred over the pupil of pt's right eye. The halos caused by the scar would be seen around lights. During and now after the corneal ulcer, the visual acuity (va) was 20/100. The scar and infection have caused severe and permanent vision loss. The pt provided a photograph of the right eye taken in the optometrist office, the photograph was confirmed that there's a corneal opacity by the importer/distributor's medical consultant. Pt stated that "I followed the instructions. Wore the contacts once daily. Never reused them and handled with care". The pt also stated that the doctor stated that the infection was caused by using the reported lens. The pt did not have glasses, so the lenses were the only method to corrective the vision. Parts of the medical notes were also provided at the time of reporting. The medical notes dated (B)(6) 2020 confirmed that the pt was seen for an emergency medical and referred to a corneal specialist. The medical notes dated (B)(6) 2020 and written by pt's ophthalmologist showed the following: "moxifloxacin qid / close follow / epi defect already healed and infiltrate consolidated, no satellites". The medical notes dated (B)(6) 2020 and written by pt's ophthalmologist showed that the pt paid a visit for corneal ulcer follow up and the next visit was scheduled about 4 months after, and the other information were recorded the following: "healed, but has central scar / watch for now / cl vacation, glasses advised / at advised 4 months". The eye infection cannot be confirmed by the medical notes at the time of reporting. The pt stated that "the ulcer was not cultured as it was clear to the doctor that there was an infection", and "the lens was taken out and discarded as it was completely dry and was infected". No lens in patient's possession was made available for evaluation. The importer/distributor called and emailed the doctors who diagnosed and treated for pt's eye infection and corneal ulcer numerous times to obtain additional medical records related to this event, but the doctors have not provided yet. The importer/distributor provided the lot# of the product involved. No additional information was received. On 28-dec-2020, the additional information was provided from the product importer/distributor via email. The pt emailed the importer/distributor to complain the eye issue on 05-dec-2020, and then provided a photograph showed that pt's right eye was red and part of medical notes was provided with information mentioned above. The pt provided the additional information via questionnaire, including the information mentioned above. In addition, the information showed that the pt's va with the correction was 20/20 before the event, and the pt threw away the lens immediately after the event. No any lenses were in pt's possession. The pt and the importer/distributor completed the request for the medical notes release from both doctors on 16-dec-2020. On (B)(6) 2020, the pt stated that "the eye is still the same. Since the scar is over my pupil, the doctor stated that it is most likely the vision changes are permanent. I have an appointment scheduled in a few months to see if I'm a candidate for lasik surgery for the scar." The medical note dated 17-nov-2020 was faxed from the pt's optometrist on 21-dec-2020, and it was recorded that the pt was seen for an emergency medical and referred to a corneal specialist. As of 28-dec-2020, no additional medical notes were received. No additional information was received. On 11-jan-2021, the additional information was provided from the product importer/distributor via email. The pt resubmitted the medical release form to the ophthalmology clinic. However, no additional medical notes were received as of 11-jan-2021. Moreover, the pt would not provide details about the event any more. No additional information was received. On 14-jan-2021, the additional information was provided from the product importer/distributor via email. Another medical note was faxed from the pt's optometrist on 12-jan-2021. It was recorded that the exam date was (B)(6) 2020, and the reason for visit included the right eye was irritated, watery, light sensitive, and vision was foggy; pt stated he/she did not know if these are the lenses you can sleep in or how often to replace them; his/her doctor prescribed moxifloxacin tid/week a couple of days ago but this hasn't made a difference. The chief complaint was recorded that reports eye water, red painful eye, emergency medical, light sensitivity. The presenting spectacle rx showed that va of rt was 20/30. The examination results showed that "pupils: bilateral: pupils are equally round, reactive to direct, consensual and near stimulation. No afferent pupillary defect was noted" and "cornea: right eye; central corneal ulcer, 2 mm". Other examination included slit lamp observations were normal. The impression(s) was recorded that "right eye: central corneal ulcer, 2 mm". The treatment cornea recorded included the following: " educated patient that she has an eye infection on the front surface of her right eye. It is on the pupil so that is why her vision is foggy", "educated because the ulcer is in her central vision it could lead to permanent scarring. Educated that this can happen from overwearing contact lenses. She states she wore her lenses overnight for one night", "educated to continue the antibiotic tid that her doctor prescribed her and begin polytrim eye drops. Educated patient to let us know right away if anything gets more irritated or worsens" and "patient was referred to specialist to rule out fungal infection". The diagnosis was recorded that "h16.011 central corneal ulcer, right eye". No additional information was received at the time of this report. The patient's current condition is unknown.